Event description:
(B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing revealed anomalous output conditions. The anomalous output condition disappeared during further testing and the root cause could not be determined.